Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation; two events were not confirmed during testing. Two devices were found to be within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which an accessory broke and fell out of the device while using with the device. There was patient involvement; no patient impact. The events occurred during a leg amputation procedure.